Event description:
Pca pump read that patient was receiving the morphine dose for pain, but the patient was not receiving the medication. The nurse opened the syringe door and noted that the top of the syringe was not fully engaged. The unit did not alarm to indicate the syringe not fully engaged. Data log from the unit indicated where the patient initiated a dose for pain and the unit logged as if it had delivered the medication. The syringe started with 50cc and after the patient continued to complain of the pain not subsiding 45cc was still in the syringe. The pca and syringe was replaced. Pca, syringe and tubing was brought to biomed. Could not duplicate problem. The pca was sent to baxter for further investigation.